Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('teeth getting worse and worse since my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("several teeth loss"), toothache ("tooth pain") and tooth fracture ("tooth crack"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth loss, toothache and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture, tooth loss and toothache to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: addition of imdrf codes. Quality safety evaluation for ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('teeth getting worse and worse since my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("several teeth loss"), toothache ("tooth pain") and tooth fracture ("tooth crack"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, tooth loss, toothache and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture, tooth loss and toothache to be related to essure. Amendment: the report was amended for the following reason: this case is deleted from bayer database as this case found to be duplicate of case: (B)(4). All the information such as: references, reporters , events has been transferred from this case to retention case (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('teeth getting worse and worse since my hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced tooth loss ("several teeth loss"), toothache ("tooth pain") and tooth fracture ("tooth crack"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, tooth loss, toothache and tooth fracture outcome was unknown. The reporter considered medical device removal, tooth fracture, tooth loss and toothache to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.